Manufacturer narrative:
Additional information was added to d4, d9, h3, h4, h6, and h11: h11: the device was received for evaluation. A visual inspection was performed, and a misalignment was visible. The misalignment would not allow the coupler rings to be processed. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pins of a 3.0mm coupler were crooked and could not be fully attached. This was observed during pre-operation set up. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.